Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event cannot be confirmed. Analysis of the returned generator did not identify any damages that could have caused or contribute to the reported event. The review from the product record review confirmed that the generator met specification prior to release and there was no patient harm due to the reported event. There was no information to reasonably suggest that the as reported event could potentially cause or contribute to a death or serious injury if the malfunction were to reoccur. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the generator was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the generator found a minor plastic enclosure damage. The part was replaced. During functional testing, the reported event could not be replicated. The generator passed full functional and electrical safety testing. Labeling review: review of the complaint information and the generator instruction for use manual did not reveal any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on analysis results a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that due to heat and syringe errors, the procedure could not be completed. The device was confirmed to be in good condition after preparation. There were no patient complication and the patient status is reported as good following this aborted procedure. No patient complications were reported following the procedure.

Event description:
It was reported that due to heat and syringe errors, the procedure could not be completed. The device was confirmed to be in good condition after preparation. There were no patient complication and the patient status is reported as good following this aborted procedure. No patient complications were reported following the procedure.

Event description:
It was reported that due to heat and syringe errors, the procedure could not be completed. The device was confirmed to be in good condition after preparation. No additional information was provided.